Event description:
Patient contacted dexcom technical support on (B)(6) 2014 and claimed that on (B)(6) 2014, upon sensor pod removal, sensor wire remained in skin. Patient reported removing sensor wire from skin. Patient reported redness and scarring at insertion site. No medical intervention was necessary. Dexcom has issued an rga for patient to return their device to be investigated.